Event description:
Resident seated in "CT" chair with insert high-backed chair in place. Chair in low position after removing resident from the tub. Safety strips removed in preparation of drying resident. Insert chair slid apart and off of primary "CT" chair resulting in resident falling to floor. Resident transported to hosp for evaluation after xray obtained at the home revealing non-displaced fractures proximal diaphysis of right tibia & fibula.